Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of that insulin pump made a constant tone and at times did not deliver insulin due to occlusion. Customer reported of having high blood glucose of 600 mg/dl. Customer reported that blood glucose would drop the next day to 50 mg/dl. Customer declined troubleshooting due to not wanting to change set. Customer would call back to troubleshoot when it was time to change set.